Event description:
It was reported that the heartmate touch was unpacked, connected to the power supply, and after starting, the heartmate touch app was launched. The bluetooth adapter was connected to the power module (ppm) and paired with the heartmate touch. After a system controller was connected to the power module, a message displayed "connection was lost" appeared on the heartmate touch. The white led started blinking and continued to blink since. The adapter did not respond to pressing the button, unplugging/replugging, changing the power module, or switching the system controller. It only blinked white, and it was not possible to reconnect it to the heartmate touch. Troubleshooting steps from the device handbook were followed, but did not help. The bluetooth adapter was ready to be dispatched for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.